Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "the customer sent an email stating that the customer is complaining of pain; since the infusion was set up, they found out that the tubing sets was pinched and the pump did not alarm for occlusion. There was patient involvement, and delay in critical therapy. No other information provided please call (B)(6) for additional information. (B)(6). Delay in therapy: yes. Need for medical intervention: no. Patient involvement: yes. Death / serious injury: no. Human harm: no. " additional information was received on may 05,2016: "the nurse looked at the pump and no medication has been delivered."

Manufacturer narrative:
Distributor information: ICU medical, inc. Us service center san jose, ca 95138. Exemption number: e2014005. Q core medical ltd (manufacturer) is submitting the report on behalf of ICU medical.

Event description:
The event was reported by a customer from USA: did not alarm for occlusion.